Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer cribriform occluder was chosen for implant using a 9f amplatzer trevisio delivery system. During the procedure, the device was assembled and inserted into the loader according to the steps procedure as usual. Upon release, both discs opened abnormally, almost forming an hourglass shape. The device was deformed from the delivery cable inside the patient. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a new 25-18mm amplatzer pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer cribriform occluder was chosen for implant using a 9f amplatzer trevisio delivery system. During the procedure, the device was assembled and inserted into the loader according to the steps procedure as usual. Upon release, both discs opened abnormally, almost forming an hourglass shape. The device was deformed from the delivery cable inside the patient. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a new 25-18mm amplatzer pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.